Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the instrument involved with this complaint and completed the device evaluation. Failure analysis investigation confirmed the customer reported complaint of "singed plastic." The instrument was found with thermal damage at the yaw pulley. Black char marks were observed at the grip base. Any material missing is likely to be thermally induced rather than mechanically induced. Failure analysis found the primary failure of thermal damage to the bipolar yaw pulley to not be related to the customer reported complaint. The electrical continuity test still passed. No damage was observed on the conductor wire. Blank MDR fields: follow-up was attempted, but the missing patient information in sections a and b was either unknown, unavailable, not provided, or not applicable. The expiration date for section d4 is not applicable. Field d6 is blank because the product is not implantable. Information for the blank fields in section e1 is not available. Fields g5 and g7 are not applicable.

Event description:
It was reported that during a da vinci-assisted prostatectomy w/lnd surgical procedure, the instrument had melted plastic strapped to maryland hinge. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: it was singed/charred on one side of the plastic below the instrument's forceps. The same instrument was used to complete the procedure.